Event description:
It was reported to the rep by the rn present that the (2) tsb35 were used during a laparoscopic appendectomy procedure. It was reported that the first stapler was opened and fired successfully. The first reload was opened and used successfully. A second reload was opened and would not fire. The stapler was thrown onto the ground, broke into multiple pieces, and was discarded. A second stapler was opened and would not fire. This was handed off to the circulator and is being returned. There was no pt consequence.